Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was broken. During in-house engineering evaluation, it was determined that the identification markings and were worn, there was a hole in the hose near the muffler, the red indication line was missing from the muffler, the rotational speed of the device did not meet the minimum rotations per minute at 90 pounds per square inch (psi) and the vanes were worn. The device also failed pre-tests for visual assessment, hose verification and muffler tube verification this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.